Manufacturer narrative:
Event date: (B)(6) 2017. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported via user/facility medwatch# (B)(4) that balloon rupture occurred. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient and upon visual inspection, the balloon appeared intact. No patient complications nor injuries were reported.